Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having an urgent care visit due to her high blood glucose. Troubleshooting was performed. The customer stated that her blood glucose was fluctuating for a week. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The high pressure test was performed and passed. Instructed the customer to remove the cannula and it was not bent. No further information was provided.